Event description:
Caller alleged imprecision with inratio meter. Results as follows: 2006, first test inr = 2.6, second test inr = 2.9.

Manufacturer narrative:
Inratio precision data provided by end-user lot 060037: 2006, first test inr = 2.6, second test inr = 2.9, mean = 2.75; sd = 0.21; % cv 7.7%. The % cv is less than or equal to 20%. Per internal procedure, the precision passes the critera for precision. The test is considered precise and no further testing is required at this time.